Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported that the customer experienced the high blood glucose level and the reservoir was leak. The customer¿s blood glucose was 460 mg/dl. The customer was treated with the manual injection. The customer reported that leak in the reservoir, they smelled the scent of insulin in the compartment. The customer declined the high blood glucose troubleshooting and performed for leak. The reservoir will be returned for analysis. The insulin pump will not be returned for analysis.